Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient's scs lead exhibited high impedance. Consequently, the patient requested the scs system be explanted. In addition, during the explant procedure the lead was found to be fractured.